Event description:
Breast implant surgery performed in the late '80s. In 1999, pt seen in physician's office because of concerns with the right breast implant. Pt had noticed a lump in her right breast a couple of mos previous. Pt had surgery to remove implant. Surgeon noted that the implant was ruptured and that there was free silicone within the submuscular region that contained the implant.